Event description:
It was reported the tip of the screwdriver broke off when the surgeon was unlocking the locking mechanism. Fragment from the broken screwdriver remains in the patient. No adverse consequence to the patient and surgery was completed successfully.

Event description:
It was reported the tip of the screwdriver broke off when the surgeon was unlocking the locking mechanism. Fragment from the broken screwdriver remains in the patient. No adverse consequence to the patient and surgery was completed successfully.

Manufacturer narrative:
Functional inspection could not be performed due to fracture, the driver is no longer functional. Complaint history records were reviewed for the lot number provided and no similar events were identified. Manufacturing history records were reviewed for the lot number provided and no relevant manufacturing issues were identified. It was reported that the event occurred during locking the spring bar on the plate and resulted in a 5 minute delay to try and retrieve the broken fragment which remained implanted in the patient. Procedure completed successfully with another instrument. Per the surgical technique: "a solid screwdriver for rotating the blocker is recommended, however, the quick turn screwdriver can also be used." The probable root cause of the tip deformation is the age and usage of the instrument.